Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a lead safety switch (lss) on the right ventricular (rv) lead due to an abrupt change in high out of range pacing impedances with values greater than 3000 ohms. In addition, the health care professional (hcp) stated that the associated right atrial (ra) lead recorded an lss. Upon review of the available information, ts noted that the pacing impedances on the ra lead were stable with values staying with in normal limits. Furthermore, oversensed noise was observed in the rv channel which was likely related to the rv lead safety switch and the unipolar sensing configuration. Further in clinic evaluation was recommended. This pacemaker remains in service. No adverse patient effects were reported.